Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a delivery anomaly. The customer believed the insulin pump was under delivering. The 5 unit priming passed. The customer was in the hospital on (B)(6) 2017 with a blood glucose level of 21 mmol/l. The displacement test passed. Customer's blood glucose level was 17 mmol/l. The device was not returned.